Manufacturer narrative:
Bci faxed msds for wash solution. Bci made 6 attempts to contact the customer to follow up with the operator, but no further contact could be made since (B)(6) 2011. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid splash occurred while performing weekly maintenance on au643-02e chemistry analyzer. The maintenance technician got splashed in the eye with solution came out of the tubing from the wash nozzle. The technician was wearing gloves but not goggles. As the technician was taking wash nozzle off, fluid on the tips spayed up. The customer followed the facility's biohazard and chemical exposure plan. The effect to the user is unknown.